Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "on (B)(6) 2010, patient underwent a total hip arthroplasty due to ehlers-danlos syndrome, dysplastic and degenerative right hip. On (B)(6) 2025, patient underwent a revision, right total hip arthroplasty due to pain, metal on metal wear with elevated metal ion levels prior spinal fusion. Doi: (B)(6) 2010. Dor: (B)(6) 2025. Affected site: right hip." Product description: pinn can bone screw 6.5mmx15mm. Product code: 121715500. Lot no: z88b64000. Quantity of manufactured: (B)(4). Date of manufacturing: 21-dec-2005. Expiry date: 21-dec-2015. A manufacturing record evaluation was performed for the finished device product description: pinn can bone screw 6.5mmx15mm, product code: 121715500, lot number: z88b64000 and no non-conformances / manufacturing irregularities was identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 21-dec-2005. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 21-dec-2015. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinn can bone screw 6.5mmx15mm, product code: 121715500, lot number: z88b64000 and no non-conformances / manufacturing irregularities was identified. Added: d10 (concomitant). Corrected: d4 (expiration date, primary UDI).

Event description:
It was reported that on (B)(6) 2010, patient underwent a total hip arthroplasty due to ehlers-danlos syndrome, dysplastic and degenerative right hip. On (B)(6) 2025, patient underwent a revision, right total hip arthroplasty due to pain, metal on metal wear with elevated metal ion levels prior spinal fusion. Doi: (B)(6) 2010. Dor: (B)(6) 2025. Affected site: right hip. The related complaint (B)(4) captures revision of the left hip due to elevated ions and persistent pain.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.